Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results. The returned ultratome xl was analyzed, and a visual inspection found that cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary calculi performed on (B)(6) 2025. During the ercp procedure, a papillotomy was performed, connected to an electrosurgical unit, and upon cutting, the wire at one end was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary calculi performed on (B)(6) 2025. During the ercp procedure, a papillotomy was performed, connected to an electrosurgical unit, and upon cutting, the wire at one end was detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire broken.